Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred. The sensor was inserted on (B)(6) 2015. Patient stated that on (B)(6) 2015 her bg level was falling and she was not feeling well. At 3:44am the patient's bg via fingerstick read 52mg/dl; at 4:00am the cgm was reading 221mg/dl and a fingerstick read 37mg/dl. Patient's husband then took her to the emergency room (ER). Prior to leaving for the ER, the patient had already taken two glucagon tablets. The patient was in and out of consciousness on the way to the ER. The patient woke up in the ER at 4:25 am and was admitted to the hospital for overnight observation. The patient was released the following day. Patient stated that she may have over-calibrated the cgm device. It was further reported that the patient had taken medication containing acetaminophen and did not enter bg values into the cgm device promptly. At the time of contact, the patient was in stable condition. No additional event information was provided.

Manufacturer narrative:
(B)(4). Neither the complaint device nor data were received for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, it was reported that the patient did not enter fingerstick values into the cgm device promptly and accurately. The dexcom g4® platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value. Furthermore, the patient took medication(s) containing acetaminophen. The dexcom g4® platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol). Taking medications with acetaminophen (such as tylenol) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.